Event description:
It was reported to st jude medical that the pt presented for surgical procedure to reposition the lead because of undersensing and oversensing. After the lead was disconnected the physician was unable to retract the helix. After more than 30 turns, he was able to retract the helix very slowly but when the lead was removed from the heart, it was unable to extend. The lead looked distorted and the physician elected to implant a new lead.